Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. No abnormalities were note during preparation of the sheath. Once the farawave catheter was inserted into the faradrive sheath, fluid leak from the hemostatic valve of the sheath and air was noted. Attempt was made to aspirate the sheath and the valve was examined, no issue was noted. However, the valve still leaking. The air was aspirated out before reaching it to the patient. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.